Event description:
It was initially reported that the physician's handheld displayed a sql error message. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date. Sql error can occur if the handheld is unable to read or write to the database. This could happen if the database format is not compatible with the current operating system, the flashcard hardware is defective or loss of power to the flashcard is the most typical reason that the databases get corrupted.

Event description:
Additional information was received that product analysis was complete on the handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications as evaluated.